Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed with no reported injury. The lens was exchanged for another same model/diopter lens and the problem was resolved.

Manufacturer narrative:
Method: lens work order search. Results: visual inspection of the returned lens showed the haptic was torn confirming the reported event. A work order search revealed there were no similar complaints within the work order. Most probable root cause of lens tearing during injection is user or technical error. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s but not marketed in the u.s. (B)(4). Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. (B)(4).